Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide device revealed abundant blood residues throughout the product. The safety mechanism was advanced over the needle tip with the pink wings still attached to the safety mechanism. A broken section of guidewire was returned with the product. The guidewire was observed to be fully advanced along the powerglide pro. A microscopic observation revealed a couple bent coils at the break site of the guidewire. The distal weld tip was observed to present along the distal end of the guidewire. The break along the coil wire appeared shiny and flat. The coils did not appear to unravel. The break in the guidewire appears consistent with pulling the guidewire against the needle bevel of the powerglide pro, causing the guidewire to break along the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported; nurse was attempting to place a midline and the guidewire seemed to have some sort of defect. It was not advancing properly and when they attempted to remove it, the guidewire broke off in the patient. Luckily, enough of it was protruding from the skin that they were able to pull it out manually. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.